Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous high inr result for 1 patient tested on coaguchek xs plus meter serial number (B)(4) compared to the stago star max laboratory method. The initial result from the meter was 5.9 inr. The result from the laboratory within 30 minutes was 3.7 inr. There was no change in the patient's medication. The patient's therapeutic range was not provided. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.